Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for cervical radiculopathy. It was reported that their ins did not really help with migraines and was a chore to recharge. Patient wanted ins removed as soon as possible.